Manufacturer narrative:
Unit failed displacement test (278.6 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarm found at the alarm history file. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 600 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 598 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.